Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred while preparing the subject device for use, prior to an unspecified procedure. No procedure was affected. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. When tested, it was found the unit would not power on. This was found to be caused by a faulty switched-mode power supply. A known good switched-mode power supply was fitted and the unit then passed all tests in accordance with the OEM technical manual. Based on the results of the investigation, no image displayed was attributed to faulty switching power unit. The root cause of why the switching power unit was faulty could not be determined. Olympus will continue to monitor field performance for this device.